Event description:
Healthcare professional, through distributor, reported "rupture". Healthcare professional later, through company representative, reported "unshaded echo", "pain", "small nodule" and "inflammatory capsule". Capsulectomy was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through distributor, reported "rupture". Healthcare professional later, through company representative, reported "unshaded echo", "pain", "small nodule" and "inflammatory capsule". Capsulectomy was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening, broken device through microscopic inspection assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.